Event description:
Pt placed on heparin drip and transferred via ambulance to another facility. Enroute, channel a alarmed and read faulty channel. Switched to channel b - which did the same thing. Swtiched to channel c. After that alarmed faulty-hit retry throughout rest of transport. Transport time was approx. 20 minutes. Heparin infusion was maintained throughout transport by hitting retry and start. Pump was taken out of service and sent to biomedical engineering dept. For eval. Biomed verified the problem. Review of error log showed 18 led failure codes during time of incident. Channel a was locked in service mode. Reset errors. Found loose connector on display board. Secured connector. Ran pump all day with no further problems.